Event description:
The pt used saline flush syringes from 2/2002 through 4/2002. Report stated the pt experienced a "severe and on-going infection of the wound which will necessitate future corrective surgery and has resulted to (the pt's) ongoing suffering and pain." Due to the nature of this report, no additional clinical or pt details are known.